Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. The investigation determined a conclusive cause for the reported device operates differently than expected cannot be determined. Additionally, it is possible the reported difficulties resulted in the reported dissection; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. While advancing the hi-torque powerturn guide wire to the vessel, the wire jumped forward, straightening the vessel and dissecting it near the proximal right ostial. Patient was sent to surgery for successful repair. The patient was reported doing fine after surgery. No additional information was provided.